Event description:
On (B)(6) 2013, the reporter contacted animas to report the patient had an issue with the insulin pump; no specific information was provided. The technical service representative contacted the patient to obtain information and to troubleshoot the pump; however, was unable to reach him by telephone. There was no reported patient injury associated with this issue. As the issue was not resolved this complaint is being reported.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings: a review of the pump¿s history showed no activity outside of normal use. No defect related to the complaint was found during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.